Manufacturer narrative:
Additional information has been requested but has not been made available as of the date of this report. This report is submitted on february 28, 2018.

Event description:
It was reported the patient's device was explanted on (B)(6) 2018 due an unknown reason.